Event description:
It has been reported to philips that fluoroscopy was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy was not happening. No further information regarding the issue has been provided. No service has been performed by philips as the case was under paid. However, 11 days later the issue was reoccurred and to resolve this issue, the fse recreated the database, restarted the machine, and performed cine and fluoro. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
No new information is available at this time. Philips has started an investigation of this complaint.